Event description:
It was reported that the ultrasonic core broke. A 135x30cm ekosonic endovascular device was selected for use in a unilateral arterial procedure. On the second day running, the catheter was exchanged out for a new catheter in the operating room. After less than 30 minutes of therapy runtime, e311 and e300 alarms occurred. The helpline was called, and troubleshooting was unsuccessful. Options were given to either run as catheter directed thrombolysis (cdt) or to switch out the catheter for a new one. Ultimately, the patient was taken back to the operating room to switch out the catheter. When removing the catheter, it was observed under fluoroscopy that a portion of the ultrasonic core was floating around in the patient's inferior vena cava. The physician was able to snare and retrieve the device fragment. A new catheter was placed, and the patient was stable. The patient was okay and treated for additional disease.

Manufacturer narrative:
Device eval by manufacturer: an ekosonic catheter and ultrasonic core were returned for analysis. The cables of both were returned cut from the device. Visual analysis of the device showed that the infusion catheter had blood in the drug lumens and some kinks and a flattened section. Visual analysis of the ultrasonic core showed that the device had become separated and had some kinking on the returned separated piece. Microscopic analysis of the infusion catheter found kinks at 0.8cm and 34.1cm from the end of the strain relief. A flattened section of the infusion catheter was found at 106cm from the strain relief and was 2cm in length. Microscopic analysis of the ultrasonic core found pinch marks 11.3cm and 62.7cm from the luer barb. The ultrasonic core was separated into three pieces; two pieces were returned. The device was separated at 111.5cm from the luer barb. The separated length was 21.2cm long. The device had another separation at the end of this length, and this 9cm section of the ultrasonic core was not returned. The e300 and e311 alarms were unable to be confirmed due to the cables being cut from the devices.

Event description:
It was reported that the ultrasonic core broke. A 135x30cm ekosonic endovascular device was selected for use in a unilateral arterial procedure. On the second day running, the catheter was exchanged out for a new catheter in the operating room. After less than 30 minutes of therapy runtime, e311 and e300 alarms occurred. The helpline was called, and troubleshooting was unsuccessful. Options were given to either run as catheter directed thrombolysis (cdt) or to switch out the catheter for a new one. Ultimately, the patient was taken back to the operating room to switch out the catheter. When removing the catheter, it was observed under fluoroscopy that a portion of the ultrasonic core was floating around in the patient's inferior vena cava. The physician was able to snare and retrieve the device fragment. A new catheter was placed, and the patient was stable. The patient was okay and treated for additional disease. It was further reported that the procedure was for an illio femoral inferior vena cava deep vein thrombosis. It was a pop stick initially then they went in through the ij to fish the floating 9cm piece out.